Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Reportedly, the customer had calculated and delivered boluses based on estimated bg levels instead of accurate bg levels. The customer's wife provided assistance and the customer consumed baqsimi, glucose tablets, and carbohydrates to address the bg. Recommendation was made to consult with healthcare provider regarding diabetes management.